Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-01218. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two smart coils in the target vessel using a non-penumbra microcatheter. Completion of the right carotid cerebral angiogram initially demonstrated a small amount of thrombus located at the distal neck of the azygos pericallosal aneurysm within the azygos pericallosal artery; however, at the conclusion of the procedure, the thrombus was resolved. There was no remedial therapy, medical procedure or hospitalization required to address the thrombus formation. The event was considered resolved the same day, (B)(6) 2018. The thrombus formation was reported to have a definite relationship to the smart coil system and unrelated to the procedure.